Manufacturer narrative:
Abbvie has determined that this record is a duplicate to (B)(4) the operating record contains device information that is not pmas approved and therefore is not reportable to FDA.

Event description:
Previous medwatch submission noted capsular contracture, baker grade IV. Upon further information, allergan has determined that this record is a duplicate record. Please see (B)(4) as the operating record related to this complaint.

Event description:
Healthcare professional reported capsular contracture grade IV. This relates to the right side. Device was explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.